Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab became kinked and could no longer be used. The customer stated that they were going to be removing the iab and replacing it with a new one. It was noted that all attempted to resume therapy were unsuccessful. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer later called again asking if anything needs to be done about the immobile iab before it is removed. The getinge representative advised that if the iab remains immobile longer than 30 minutes then it should not be inflated. Prior to the 30 minute time period, a syringe can be connected to the helium tubing and 40cc of air inflated every 5 minutes. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional initial reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint#: (B)(4).